Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. The patient was not hospitalized for the peritonitis event. The same day as diagnosis, the patient was treated with intraperitoneal vancomycin (1500mg for 28 days, frequency not reported) for peritonitis. Dianeal therapy was ongoing. The patient was recovered from the event (28 days after diagnosis). On an unknown date (the same year as receipt of this report), the patient was retrained on the proper aseptic technique. No additional information is available.